Manufacturer narrative:
The cypher select plus product is not distributed in the united states, however it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The cypher select plus product is not distributed in the united states, however it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states. During a procedure, the balloon of a cypher stent delivery system could not be inflated for stent deployment. The stent was not deployed and the product was removed without difficulty. Another product was used to finish the procedure successfully. Upon receipt of the product for evaluation a crack in the hub was noted. Additional information regarding the event indicated that there were no anomalies noted when the device was taken out of the package. There was no difficulty encountered flushing the sds during preparation. There was no difficulty encountered connecting the hub to the indeflator device. The manufacturer of the indeflator device or contrast media and saline to contrast ratio used were unknown. There was no resistance advancing the product to the lesion. The vessel characteristics were not available. One non-sterile cypher select plus 2.75 x 18mm was received coiled inside of plastic bag. No damages were observed at sds. The catheter was received with the stent mounted in its original position between the marker bands with no damages. The luer hub was observed vertically cracked from the thread through the molding injection point. During functional test, pressurized water was applied to the catheter. The balloon did not inflate and water leaked through the cracked hub. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure "inflation difficulty" was confirmed. The balloon could not be inflated due to a crack in the hub. This failure has been determined to be related to the manufacturing process of the product. An investigation was conducted and actions have been initiated to address hub crack failures in the cypher family. However, the complaint unit was manufactured before the actions were implemented.

Event description:
The cypher select + 2.75x18mm stent could not dilate. Therefore the physician used another stent and succeeded. There was no difficulty removing the product or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. There was no injury to the patient. Preliminary analysis found the hub vertically cracked.